Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (charger will not recognize battery) was confirmed. Upon investigation , the charger was resetting due to an internally shorted u13 cmos flash microcontroller on the bedside board being internally shorted. The root cause of the shorted microcontroller was unable to be positively identified. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a patient's battery charger was not recognizing the batteries.